Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reported malfunction documented in b5, the additional evaluation findings are as follows: distal end plastic cover had dents, bending section cover glue and light guide lens had a crack, objective lens had internal crack, light guide bundle break had one light out, advanced diagnostics was not detached. The following were recommended: stain on image due to objective lens crack, switch and camera had switch deep dent and chip, air and water flow was normal after removal, control knob had minor play. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope, had cracked lens. The event was found during reprocessing. The unknown procedure was completed with the same set of equipment. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign material was found clogging the nozzle. This medical device report (MDR) is being submitted to capture the malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: did you clean, disinfect, and sterilize the device before sent it to olympus? Yes. Do you have any idea about what the foreign material is? N/a. Was there any delay in the start of precleaning? No. Did you flush the air/water nozzle with water and air? Unknown. Were there any abnormalities in the accessories used for reprocessing? Unknown. Did you immerse the endoscope in the detergent solution? Unknown . Have you wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges? Unknown. Did you flush the air/water nozzle with the detergent solution? Unknown . Are there any other concerns about the reprocessing? Unknown . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.